Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned for evaluation; therefore a return sample evaluation was not performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2018, patient in (B)(6) underwent procedure for placement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. On (B)(6) 2019, the peg-j tubes were removed due to the stoma being larger than the tube and had abundant noninfectious discharge. The patient was waiting for the closure of the old stoma to have a new stoma. On (B)(6) 2019, patient was discharged from a referenced hospital after a solved infectious episode. Patient was prescribed oral antibiotic augmentin 875mg every 8 hours till (B)(6) 2019.